Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device did not meet specifications during a shaft leak test and an irrigation leak test. Further investigation revealed that the irrigation tubing had been fractured at the distal end of the device, consistent with the failed shaft and irrigation leak tests, and then fluid ingress. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured irrigation tubing is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a leak of the catheter.